Manufacturer narrative:
During investigation of the monitor sn (B)(4) for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing. Upon investigation, the front response button was non-functional due to a defective switch and the monitor was not powering on properly due to contamination throughout the monitor. Additionally, the u901 component was defective and causing discharge profile faults. The root cause for the contamination was ingress of an unknown liquid. The root cause for the defective switch could not be positively identified. The root cause for the defective u901 component was could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged monitor.

Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing.